Event description:
An electronics performance indicator (epi) alert, associated with the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021, was received by the clinician. No action has been taken and the patient is being monitored. The patient is not pacing dependent. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature batter depletion was confirmed. As received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patent was in stable condition.